Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.